Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in the operating room for a generator replacement due to normal eri, externalized conductors were observed. No electrical anomalies were detected. The lead remains implanted. The patient tolerated the procedure well and will continue to be monitored with routine follow-ups.